Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause to the peritonitis was unknown. On an unreported date in the same month as the event onset, the patient was hospitalized for approximately two weeks. Treatment details were not reported. On an unreported date, the pd catheter was removed (current mode of dialysis therapy was not reported). The patient¿s recovery status and outcome of the event were not reported. No additional information is available.